Event description:
Chemotherapy, nelarabine, was mixed in a 1000 ml empty evacuated container from b-braun. The chemotherapy leaked from around the seal of the vial not from the stopper-above the stopper at the level of the metal band. Vial contained 3000 mg nelarabine -chemotherapy- that leaked from the seal of the vial was used once in 2008. Dates of use: 2008.